Manufacturer narrative:
It was reported to abbott, a patient with returning pain had an ipg that was inoperable. Replacement surgery was planned, but as of 03 aug 2023 it had not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. As such, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention may be taken at a later date to address the issue.